Event description:
It was reported that, "the doctor was impacting the stem and the impactor broke in half. No replacement impactor needed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.